Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the ventricular channel. The noise was able to recreate by having the patient raise his arms over his head. A possible lead fracture was suspected. The lead was capped.

Manufacturer narrative:
No medwatch form was received.